Event description:
It was reported that during a ladg procedure, the lcsc5 could not close jaw (used with gen04 and hp054). Another device was used to complete the case. There was no adverse consequence to the patient.

Manufacturer narrative:
Evaluation summary: the analysis results found that the lcsc5 device was returned with the clamp arm detached. Each device is visually inspected, and functionally tested prior to shipment, and damage of this magnitude would have been detected during this inspection and testing. We have documented the circumstances as they were reported to us. The batch record was reviewed, and no anomalies were noted during the manufacturing process.